Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported left bundle branch block may have been procedure related.

Event description:
Following a ventricular tachycardia ablation procedure a left bundle branch block occurred. One day postoperative the patient's EKG showed left bundle branch block. No intervention was required and the patient remained in stable condition.